Event description:
Sorin group (B)(4) received a report that the s3 roller pump stopped briefly and displayed an error message when the speed control knob was pressed. There was no report of pt injury.

Manufacturer narrative:
Pt info was not provided. Sorin group (B)(4) mfrs the s3 double roller pump. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device MFR - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The device was returned to sorin group (B)(4) for eval. Testing of the returned device found an interruption in the circuit path on one of the circuit boards in the front panel. The front panel was replaced and the issue was resolved. No further action is deemed necessary.